Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/12/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Visual inspection of the device showed that there was no visible damage to the v-clip or tip shield. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible and the winged adapter could not be rotated, confirming the reported defect. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. During manufacturing, adhesive may be incorrectly placed due to adhesive build up or a leak in the dispense system. Preventative maintenance and in process sampling is performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that 1 nexiva 22 ga x 1 in single port had a safety mechanism issue. The following information was provided by the initial reporter : the customer reported that once the IV was in place with full flashback through the tubing and attempted to remove needle from the catheter the needle would not detach.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1 nexiva 22 ga x 1 in single port had a safety mechanism issue. The following information was provided by the initial reporter : the customer reported that once the IV was in place with full flashback through the tubing and attempted to remove needle from the catheter the needle would not detach.